Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Replaced fiber optic jumper due to damage, replaced 9v battery and o-ring due to age, replaced safety disk due to cycle count. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation, component code).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation, investigation findings, component code),

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units unable to insert fiber optic. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.